Event description:
It was reported that since implant the patient¿s device has not been charging or working and they have not been able to use the therapy. Since the device was placed they have also noted that the patient programmer has not been working. The patient was scheduled to meet with their manufacturer representative on (B)(6) 2015. No intervention or outcome was provided however additional information has been requested. If received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 74001, lot# n257619, implanted: (B)(6) 2012, product type: adapter. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 748951, serial# (B)(4), implanted: (B)(6)2004, product type: extension. Product ID: 3487a-33, lot # j0427993v, implanted: (B)(6) 2004, product type: lead.